Event description:
Additional info received from the MFR on 04/26/1999: upon further investigation of the details surrounding this event, the co does not believe that this event is reportable under the MDR guidelines.